Manufacturer narrative:
Potential patient involvement. Device found broken at sterile processing department. Unknown when the device broke. Patient weight is unknown. Date of event, when the device broke is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Review of device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation was performed on (B)(6) 2016 to repair ankle fracture. Procedure was completed successfully without delay and patient was reported as stable. The shaft for trephine attachments was found broken into two pieces at sterile processing department. It is unknown when the device broke. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: this DHR review is for part number 03.111.030, lot # 2550855; manufacturing location: (B)(4); manufacturing date: 08.jun.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that:the distal tip of the shaft for trephine attachments has a broken prong. The broken prong was not returned. The remaining two prongs are intact but bent inward. The balance of the device is in good condition. It was reported that the shaft for trephine attachments was found broken into two pieces at sterile processing department. It is unknown when the device was broken. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.